Event description:
While performing a procedure it was alleged that the head brake casters failed to hold causing the stretcher to shift and the pt to slide off the stretcher. The nurses and doctor guided the pt to the ground and prevented any injuries.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/working could lead to unintentional movement of the stretcher which as the potential to cause serious injury and is therefore being reported late. The technician could not duplicate the issue, the stretcher operated as intended.